Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the seals on bd posiflush¿ xs pre-filled flush syringe(s) nacl 0.9% was broken and the packaging was wet, however, the seals on the packaging were intact. The products were no used and there was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: the reported defects of broken posiflush seal and wet packaging were received for evaluation by our quality engineer team. Upon reviewing the production history for the provided lot number, two related non-conformances were identified. It is possible that the reported defects were a result of excessive heat application during the manufacturing process, as a result of a worn gasket. Upon the discovery of the worn gasket, preventive maintenance activities were revised regarding the sealing station of the manufacturing facility. Replacement of the gasket at increased intervals was implemented post the production of the reported batch number. As the defective sample could not be located for further analysis, a definite cause could not be determined. Samples unavailable. Chc reveals this is the first related complaint for this issue and lot. Investigation conclusion: due to the absence of a sample or photo, the complaint could not be substantiated. DHR: the non-conformances were reviewed for this batch; there were two non-conformances associated with this defect. Investigation comments: there were two non-conformances associated with this defect. This may be as a result of excessive heat being applied due to a worn gasket. Preventive maintenance activities on the sealing station have been revised since the manufacture of this batch; with increased intervals of gasket replacement.

Event description:
It was reported that the seals on bd posiflush¿ xs pre-filled flush syringe(s) nacl 0.9% was broken and the packaging was wet, however, the seals on the packaging were intact. The products were no used and there was no report of injury or medical interventions.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Event description:
It was reported that the seals on bd posiflush¿ xs pre-filled flush syringe(s) nacl 0.9% was broken and the packaging was wet, however, the seals on the packaging were intact. The products were no used and there was no report of injury or medical interventions.